Event description:
It was reported that an asymptomatic patient was seen in clinic with their right ventricular lead exhibiting noise. Insulation damage was also noted but it was unsure how and when the physician became aware of this. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.